Event description:
The customer called and reported that the insulin pump was dropped and did not seem to be delivering insulin. Customer stated there was a nick on the corner of the reservoir. At the time of the incident, customer's blood glucose was 167 mg/dl. Customer's blood glucose was 548 mg/dl at time of this report and he had resorted to back-up plan, after attempting to deliver insulin from the insulin pump. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. There were no air bubbles or leaks found in the infusion set or reservoir. Insulin exited during a manual prime. Customer declined to check settings. The high pressure test could not be completed. The customer was advised the device would be replaced and tubing clamp sent for future use.

Manufacturer narrative:
The insulin pump passed the prime test, displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm tests. The insulin pump was received with a cracked case at the display window corner, broken reservoir tube lip, minor scratches on the display window, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.